Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.